Manufacturer narrative:
Based on the results of the analysis provided by asp, the cause of the reported problem was due to the defective battery. The issue was resolved by replacing the battery and the product is back in service.

Event description:
Philips received a complaint on the dfm100 indicating that device reports battery communication error, battery is low but it cannot charge. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.